Event description:
Reportable malfunction: on 26 august 1999, novo nordisk a/s received a novopen 3 from australia with the following complaint: "very stiff when injecting:. There was no indication of adverse event. Investigation and result - on 6 september 1999 novo nordisk established that the collar of the piston rod nut was broken off. This failure has been classified as a reportable malfunction. Two other faults were found on the device, of which none are classified as reportable malfunctions : 1) the internal part (nut cap) had become loose 2) piston rod washer was missing and piston rod was retracted further than normal due to the missing washer and locked behind the return mechanism. The pen was not able to deliver any insulin.